Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as ¿dark blue portion twists away from rest of transfer set¿. This occurred after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given intraperitoneal prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.